Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported: "after a few hours root turned off and didn't turn on again." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was unable to power on using both ac and dc power. No errors were observed in the log files. Internal inspection revealed one of the fuses blown, preventing the root from powering on using ac power. One known good fuse was installed and the unit was able to power on successfully. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported: "after a few hours root turned off and didn't turn on again." No consequences or impact to patient was reported.